Event description:
The facility reported to baxter (B)(4) a colleague infusion pump where "has no mains led lit when plugged into mains supply. Mains inlet fuses have been found to be faulty and have been replaced by the customer". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device will not be returned to baxter (B)(4) because it was serviced on-site by the customer. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this involved a colleague p1.7 infusion pump with a user interface module master software version 7.01.00. A service history review revealed that this device was not serviced by baxter prior to this event. A device history record review was performed finding no deviations, nonconformances, failures, or rework that occurred during manufacturing. There were not any release / testing specifications that were not met during first pass testing that could be associated with the reported condition. This issue has been escalated to corrective and preventative action (CAPA).